Event description:
An issue was reported concerning the pump's rapid battery discharge. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to pursue further troubleshooting, and no additional actions were documented.